Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/06/2013 with the following findings: the keypad was found to be fully intact; there was no peeling or damage observed. During testing, the up arrow, down arrow and contrast keypad buttons were found to be intermittently unresponsive and required multiple button presses with increased force to elicit a response; the ok button responded appropriately. There was evidence of contamination found under all key contacts. There was no evidence of moisture ingress behind the display lens, battery compartment, or cartridge chamber. Unrelated to the complaint, evaluation revealed an unresponsive bolus button and a hole in the button cover. The bolus button cover was removed and the internal plug contact was found to be misaligned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter stated that the up arrow and down arrow keypad buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.